Event description:
It was reported that the customer device had a broken dc motor adapter in the blue cable port. There have been no interruptions in the breast biopsies and no pt consequences. The device was returned for service and repair.